Manufacturer narrative:
Hamilton medical ags conclusion: root cause: defective pressure sensor assembly, rinse flow assembly, and inspiratory valve. (Needs to be confirmed through chu). Correction: the pressure sensor assembly, rinse flow assembly, and inspiratory valve were replaced..

Event description:
The following was reported to hamilton medical ag: summary: (service software) proximal rinse flow test failed.